Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained about discrepant inr results with coaguchek xs meter (B)(4). The initial result was 9.5 inr. The customer retested 30 minutes later and the result was 3.1 inr. The retest was done from the same finger. The meter's memory was reviewed and there was no result of 9.5 inr present in the memory. The meter only has a reading range up to 8.0 inr. The meter displays >8.0 inr if a result is above 8.0 inr. The customer's therapeutic range is 2.0-3.0 inr. Meter was coded correctly during the test. Hand was dry before the fingerstick and the blood was applied to the test strip within 15 seconds of the fingerstick. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on direct thrombin inhibitors. Customer has no new medications, no new illnesses and no diet changes. Customer has no symptoms of bleeding or bruising. There was no allegation of an adverse event. Retention test strips (286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.